Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
On (B)(6) 2014, the pt underwent a trial procedure. Post-op, the pt was unable to receive stimulation where needed. X-rays were taken and revealed lead migration. In turn, the pt went back into the operating room and the lead was repositioned. Post-op, stimulation was in the needed area.